Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the set screw cross threaded in the pedicle screw and could not be removed, the set screw was also not able to be broken off. No additional patient complications were reported.